Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
The catheter was removed from the packaging and prepared. Normal saline was injected into the balloon to remove air. The balloon was inflated, but there was strong resistance. The balloon was attempted to be deflated, but it did not deflate. Therefore, the physician did not use this catheter. The procedure was successfully completed using another catheter of the same size.